Manufacturer narrative:
The patient's attorney initially reported a single composix kugel mesh, which was filed with the FDA under rae (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. It was reported that a morbidly obese patient with a history of multiple hernia repairs underwent implant of a composix kugel on (B)(6) 2002. Currently, it is unknown whether the mesh may have caused or contributed to the alleged event. There is a five-year gap in the medical records provided between the mesh implant and the reported recurrence. During the repair on (B)(6) 2008, it was noted that there were three meshes from previous surgeries. None of the meshes were explanted and the incision was closed "mesh to mesh." It was reported that during another recurrence procedure in 2009, a mesh was found that appeared to be "curled up and contracted." However, we are unable to determine which mesh was being referred to. While there is no indication in the medical records that a device failure led to the patient's recurrences, it is listed as a possible adverse reaction in the product's instructions for use. A manufacturing review was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, the mesh does not appear to have been explanted, therefore no evaluation of the device could be performed. With the information available, no conclusion can be drawn.

Event description:
Based on a review of medical records provided by the patient's attorney: on (B)(6) 2002 - the patient underwent laparoscopic umbilical herniorrhaphy with composix kugel hernia patch. On (B)(6) 2002 - the patient underwent the drainage of hydrocele, excisions of hernia sac and closure of fascia. On (B)(6) 2008 - the patient underwent additional surgical intervention for exploratory laparotomy, lysis of adhesions and small bowel resection. During this surgery is was noted there were two to three meshes from previous surgeries which were severely ingrained into the tissue. On (B)(6) 2009 - the patient underwent laparoscopic repair of recurrent ventral hernia with another manufacturer's mesh.